Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The tech found the side com cable is not connected. The tech reconnected the side com cable to resolve the issue.